Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had been working within normal limits at the most recent routine device follow up. Just a few days later, the patient reported hearing tones. A remote interrogation was attempted unsuccessfully. The patient was brought in for interrogation, at which time a fault code exhibited, indicating that the battery voltage was too low to predict remaining capacity. The boston scientific technical services consultant recommended immediate explant. There were no adverse patient effects associated with these reported observations beyond the need for unplanned surgical intervention.

Manufacturer narrative:
To date, this medical device has not been returned to boston scientific. The investigation remains open at this time.

Manufacturer narrative:
Information was previously supplied on (B)(4) 2011 that the patient had refused admittance to the hospital and was fitted with a life vest to provide interim therapy prior to device replacement procedure. The device was then explanted and replaced on (B)(4) 2011.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observations.